Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up properly) has been confirmed. As rec'd, the battery charger would not power on. The cause of the battery charger not powering on was a flash memory failure ((B)(4)) on the c/a board. The flash memory had an intermittent bga connection at pin (B)(4). The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on 4/16/2013. Implementation began on (B)(6) 2013. No adverse event resulted from the defective battery pack. The battery charger/modem was not in use by a pt.

Event description:
A zoll pt service rep (psr) called zoll customer support to report that a battery charger/modem would not power up. The battery charger/modem was not in use by a pt.